Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced an infection at the ipg site. Surgical intervention was undertaken wherein the ipg site was washout, explanted and replaced at a new location. The issue was resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. It was determined the ipg site was washout, explanted and replaced at a new location. The issue was resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.